Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose level of 400 mg/dl. Customer treated high blood glucose level with pump. Customer reported that the device was not making any sound when alarming. They did not hear beeps when the audio volume settings were saved. The device failed the audio test. The device will not be returned for analysis.